Event description:
A patient was treated with dynamic helical hip system (dhhs) approximately 4-5 weeks ago on an unknown date in 2013. The dhhs helical blade had pulled out of the dhhs plate and resulted in a non union. The patient was returned to the operating room on (B)(6) 2013 for removal of hardware and revision to a total hip arthroplasty. The procedure was successfully completed with no report of injury to patient. This report is for an unknown dhhs blade. This report is 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder,